Manufacturer narrative:
The device history record for the reported lot number, m7353t314, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample was returned. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. Based on the resistance felt during detachment, the mated components were assessed has having secure connection. The failure was not confirmed. A field action was initiated on 02/072018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 11/16/2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 8030647-2018-00644 for the second event. It was reported that patients became desaturated and lost positive end-expiratory pressure (peep) when the connector disconnected from the tube or ventilator circuit. The staff reconnected the circuits, replaced the suction system, or replaced the connector. Extra oxygen was administered to the patients.